Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the user had difficulty locking the single-use needle on the scope during an endoscopy procedure. The procedure was completed using a similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported problem. All the records indicated that the product was manufactured and tested in accordance with all the applicable procedures and met all the final product release criteria. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because an excessive force was exerted on the adjuster knob. The device may have not been completely secured as a result. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "when loosening the sheath adjuster knob, do not rotate it with excessive force as a retaining clip may come off. The device will function properly without the clip. However, if the sheath adjuster knob is rotated completely out and then cross-threaded during reinsertion, the sheath¿s position in the endoscope may not be held securely." Olympus will continue to monitor field performance for this device.